Event description:
Healthcare professional reported left side rupture and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, device was underweight, fold crease, part of the shell is missing, and a broken shell. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool along with non-penetrating nicks. Based on the device analysis, the final assessment is a striated edge opening on the posterior side assessed as surgical damage, a striated edge break on the radius side assessed as surgical damage, and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and pain. Device has been explanted.